Manufacturer narrative:
Device MFR dates: battery pack 6/2005. Battery pack 12/2006. Battery charger 11/2006. Device eval summary: device evaluations of battery packs and battery charger have been completed. The reported problem was confirmed. Battery pack was rec'd with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. Battery pack passed all functional tests. Battery charger passed all functional tests. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt rec'd replacement battery packs and charger. Further investigation is currently underway into the pt's home environment and device care practices due to the non-random nature of this pt's battery failures.

Event description:
The son of a male pt contacted lifecor customer support to report that one of the pt's battery packs is not charging properly. The son states that when he placed his battery pack into the monitor the battery meter showed a dead battery (no charge bars). When the pt placed the battery pack back into the charger they rec'd a battery fault light. This pt has had two other similar battery issues over the last 7 days. Both battery packs and charger were replaced for eval.